Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. A random sample of 32 units was taken from the manufacturing process, in order to perform a visual inspection to verify that all components were assembled. No discrepancies were found. During the packaging process, production personnel performs a 100 visual inspection for damaged components (cap, clamp, clip, arm and spring). Visual inspection for enteral cassette, regular and flow stop. The most probable root cause is production personnel didn't follow the visual aid to perform properly the cap assembly. The following action was taken per previous complaint.

Event description:
It was reported that the reservoir clip was broken and damaged. No patient injury reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08020 is no longer considered reportable, please disregard any MDR reports associated with it.